Manufacturer narrative:
Product analysis: as found condition: the pipeline flex stent device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex stent device¿s tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part was fully opened and had no damage. The pushwire is in good condition. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at middle¿ was not confirmed, as the returned pipeline flex braid¿s middle part was fully opened. Also, the braid¿s distal and proximal ends were found open and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, ruling out vessel tortuosity as a possible cause. The user deploying the braid in the vessel bend and a damaged braid may have contributed to the failure complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was not determined. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically, trojan technology, completely retrieved and deployed twice, neither opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, kinking occurred after the middle section of the dense mesh stent. The stent could not be opened normally after three attempts, and even after being withdrawn, it could not be opened in vitro. The procedure was conducted to address a saccular, unruptured aneurysm located at the posterior internal carotid communicating artery, with a maximum diameter of 7 millimeters and a neck diameter of 3 millimeters. The distal landing zone was 3.0 millimeters, and the proximal landing zone was 4.0 millimeters, with moderate vessel tortuosity. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 170, and angiographic results post-procedure were normal. To ensure patient safety and the smooth progress of the operation, the dense mesh stent was replaced with another pipeline embolization device, and the operation was successfully completed. No patient symptoms or further complications were reported as a result of this event.